Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure is user error, however, due to the device not being returned, we are unable to confirm the reported event. Per dfu-0147-4 at revision 0. G. Precautions 1. Acl/pcl/ btb/rt/abs tightrope only: excessive force on the shortening suture strands may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft.

Event description:
It was reported that the ar-8925ss tightrope suture ripped away from the button upon tensioning. The rep reported all suture fragments and the button were fully retrieved. Another tightrope was used to complete the procedure successfully.